Event description:
The account reported that the bed is not sending a nurse call. The bed was located in med surge at the facility. There was no pt/user injury reported. This (B)(4).

Manufacturer narrative:
The account stated the issue may be with the communication cable. The most likely cause is the communication cable not being disconnected before the bed is transported. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The account reported the bed has been repaired by their internal biomedical department but did not give details on the repair. No further info is available on the repair of the bed at this time. Based on this info, no further action is required.